Event description:
It was reported that a patient with a medical history of essential tremor presented for revision of deep brain stimulation hardware due to difficulty programming and sub-optimal lead placement. During the initial implant procedure for the new sensight and percept system, intraoperative impedance issues were identified on contact 1c of both newly tested sensight leads. Troubleshooting was performed by irrigating the lead and cannula, after which the left lead was implanted. The right lead underwent further troubleshooting, including removal and repositioning of the lead test cable clip and rotation of the lead, which resulted in the impedance issue shifting from 1c to 1b. The surgeon opted to open a new lead after being encouraged to irrigate, and the same issue on 1c occurred. Irrigation of the new lead and cannula resolved the impedance issue, and the new right lead was implanted without further problems. During the stage 2 procedure, the surgeon experienced difficulties connecting the right lead to the matching unmarked extension, requiring more force than usual and initially being unable to pull out or push in the lead. After a brief break, the surgeon removed the lead from the extension, wiped down all components, and the lead was then able to be inserted into the extension with slight force. Intraoperative impedance testing was performed a total of 12 times from connection to close, and impedances remained normal throughout. A connectivity test was also conducted and passed after troubleshooting and final connection. The issue was resolved at the time of the report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID b3301542m serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID b3400060 serial# (B)(6) implanted: (B)(6) 2025 product type extension product ID b3301542 serial# (B)(6) implanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542m, serial/lot #: (B)(6), ubd: 20-sep-2026, UDI#: (B)(4) ; product ID: b3400060, serial/lot #: (B)(6), ubd: 03-oct-2026, UDI#: (B)(4) ; product ID: b3301542, serial/lot #: (B)(6), ubd: 16-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3301542, serial# (B)(6), product type: lead. Product ID b3301542m, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Product ID b3400060, serial# (B)(6), implanted: (B)(6) 2025, product type: extension. Product ID b3301542, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the cause of impedance issues was not determined for certain. There was a theory that an air bubble on the lead caused the high impedances. They reiterated that new lead was implanted and there were no impedance issues following implant.

Manufacturer narrative:
Continuation of d10: product ID b3301542 serial# (B)(6) product type lead. Product ID b3301542m serial# (B)(6) implanted: (B)(6) 2025; product type lead. Product ID b3400060 serial# (B)(6) implanted: (B)(6) 2025 product type extension. Product ID b3301542 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Product ID neu_stylet_acc serial# unknown product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No data.

Manufacturer narrative:
H3: analysis was performed and no abnormalities were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.